Manufacturer narrative:
A maquet field service technician was on site and investigated the unit in question. The technician could not confirm the problem. The device worked within its specification. The technician performed full functional and safety tests as per service manual. Unit passed all tests. A supplemental medwatch will be submitted if new information has been received.

Event description:
Internal reference: (B)(4). Customer reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
Nurses taking care of a patient on cardiohelp read - for lpm, however still had appropriate rpms correlating with adequate patient arterial pressures. Given this information, the staff decided to remove the hls disposable from the cardiohelp without turning the rpms to zero, placed the hls module into the hand crank, began to hand crank, went to retrieve another probe and paged (B)(6) to the hospital. When the substitute probe was received, they plugged it into the cardiohelp and then inserted the hls module advanced back into the cardiohelp. This did not result in reinstitution of flow. Hand cranking was reinitiated. When (B)(6) arrived however, he powered off the unit, placed the disposable back into the cardiohelp, started it in a normal fashion and was able to reinstitute support and read lpm. (B)(4).